Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain was coming apart within 24 hours of use. The disconnection happened at several points on the bag. It was alleged that the needle is still inside of the patient due to the incision already being sutured; however, it was later confirmed that no pieces of the device remained inside of the patient. The product disconnected at the distal end.

Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the wound drain product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain was coming apart within 24 hours of use. The disconnection happened at several points on the bag. It was alleged that the needle is still inside of the patient due to the incision already being sutured; however, it was later confirmed that no pieces of the device remained inside of the patient. The product disconnected at the distal end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain was coming apart within 24 hours of use. The disconnection happened at several points on the bag. It was alleged that the needle was left inside of the patient due to the incision already being sutured.